Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners caused their top jaw to shift to the left. At check in they marked true to pain, discomfort, and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.